Event description:
On (B)(6) 2013: customer states via phone that during a cysto with bilateral stent exchange on a male pt of unk age the fluoro failed due to no power to the collimator. The pt was moved to another cysto room to finish the case. No pt injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot collimator display not powering up. If collimator does not power up, the system safety design does not allow fluoro. Fse replaced the collimator logic board and tested the system verifying proper operation per (B)(4). Unit passed checkout procedures and was returned to service.